Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed criterion tool & die manufactured the reamer drive shaft, p/n 314.743, and lot number 7061004 on po #1432994, for 100 pieces dated 4/1/2013. Initially, the part was inspected and conformed to the supplier¿s certificate of conformance, dated march 27, 2013, and to synthes final inspection sheet # 314if741, revision ¿l¿. The parts were released to the warehouse on april 3, 2013. The reamer drive shaft was made to the synthes drawing p/n 314.741, revision ¿k¿, released on 3/29/2011 the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with the tip broken off, fragment not with complaint. Criterion tool & die manufactured the reamer drive shaft, part number 314.743, and lot 7061004 initially, the part was inspected and conformed to the supplier¿s certificate of conformance and to synthes final inspection sheet. The reamer drive shaft was made to the relevant synthes drawing. Due to an unknown cause, the reamer drive shaft tip broke off during use when advancing the reamer the cutting tip jammed and the drive shaft hexagonal tip broke. The relevant dimensions were measured and passed. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the reamer drive shaft tip broke while being used to ream the intra-medullary canal on the femur to collect bone graft and make space for an inter-medullary nail. The tip broke off during use when advancing the reamer the cutting tip jammed and the drive shaft hexagonal tip broke, the tip was removed from inside the tube assembly. No part of the device was left in patient, the event resulted in a 20 minute delay. The procedure was completed with an alternative device found. This is report 1 of 1 for (B)(4).